Event description:
Pt advised she has an odd rash on her hands and feet. Pt advised it's believed to be a side effect from the capecitabine. Pt is still taking the medication and has supply. Pt declined speaking with rph due to md being aware. No other info available. Indication: malignant neoplasm of breast and secondary malignant neoplasm of other specified sites on hand. Reported to (B)(6) by pt/caregiver. (B)(4).